Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, migration, visibility/palpability, anxiety-product/procedure, malaise-ndr.

Event description:
Patient reported a left side implant exchange due to concerns with the product plus "dark circles under eyes, fatigue, and a change in appearance". Healthcare professional confirmed exchange due to concerns with the product. Patient additionally reported "white blood cell count high, they have mononucleosis, fatigue, pain, liver issues, lymph node issues and left implant leaking, is loose, soupy, and going into armpit." The event fatigue is not device related. The device remains implanted.